Event description:
Pharmacy technician was preparing doxorubicin in the chemo hood for an outpatient infusion patient. The dose was 100mg IV (intravenous) push (50ml) so was drawing up into two 35 ml syringes utilizing the equashield closed system transfer device syringe unit 35 ref su-35/2 lot 219303a exp 2024-09-01. There were no issues preparing the first syringe. The second syringe, however, was defective and the chemotherapy liquid medication was somehow able to leak into the area between the plunger and the end of the barrel which it should not be able to do and was now totally inaccessible as it is a dead space. The pharmacy department works on an on-demand ordering system, so there was no more doxorubicin available. Pharmacy techs obtain a new syringe and drew up as much as possible without problems. Doctor was contacted and agreed to a smaller dose for this course which was about 5 mg less than planned and still within a less than 10% deviation from planned dose. Error report filed in our health system along with this medwatch report.